Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. No damage noted on keypad traces.

Event description:
The customer's mother reported via phone call that the buttons were sticking and were hard to press. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.